Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 23, 2024 ¿ may 27, 2024. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and a leak from an unidentified location was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked before patient use. There was no patient involvement. No additional information is available.